Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "implant is completely ruptured" diagnosed via ultrasound. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, d1, d2a, d2b, d4, h4.

Event description:
Patient reported "implant is completely ruptured" diagnosed via ultrasound. This record is for the right side. Device remains implanted.